Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range. The analyst commented that auto lead diagnostics show ventricular short circuit paces with lead impedance less than 200 ohms throughout the record. The rv lead warning occurred on (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance, slow deterioration of impedance readings and was capped and replaced. No patient complications have been reported as a result of this event.